Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion being treated was located in the left anterior descending (lad) artery. A 3.00 x 24mm promus element ¿ stent delivery system was advanced to the lesion but the stent was "dropped off" and it retained inside the patient. So the physician implanted another of the same device to finish the procedure. No complications were reported and patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion being treated was located in the left anterior descending (lad) artery. A 3.00 x 24mm promus element stent delivery system was advanced to the lesion but the stent was "dropped off" and it retained inside the patient. So the physician implanted another of the same device to finish the procedure. No complications were reported and patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was not returned for analysis. A visual and microscopic examination found that the balloon was tightly wrapped and did not appear to have been subjected to positive pressure with stent crimp marks evident. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).